Event description:
It was reported by the customer that before use, hcp notice that PICC's lead-in wire is broken. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a damaged stylet is confirmed; however, the root cause could not be determined. The product returned for evaluation was a 4 fr single lumen power PICC solo kit. The sample was received with the kit packaging opened. No obvious use residue was observed. The guidewire was received in its original plastic hoop. The guidewire appeared undamaged and unremarkable. The catheter was received with an inlaid stylet and an attached t-lock assembly. Inspection of the stylet revealed a bend at the exit site from the septum. The stylet was intact and no additional damage was observed. Microscopic inspection of both the guidewire and the stylet revealed no breaks or damage beyond the bend in the stylet. The bend in the stylet likely occurred from manipulation but due to the package being open, it is unknown when that manipulation occurred. This complaint will be recorded for future trending and monitoring purposes. H3 other text: evaluation findings are in section h11.

Event description:
It was reported by the customer that before use, hcp notice that PICC's lead-in wire is broken. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.